Event description:
It was reported that the customer was in the emergency room with low blood glucose. The nurse stated that that the history was checked and the sensor glucose values were not reflecting the actual blood glucose readings. The caller mentioned that the customer fell and hurt his hip. The nurse stated that they are still attempting to verify if the customer's fall was due to his heart or due to his low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.